Event description:
Per the clinic, the patient experienced pain and a dislodged magnet during an MRI (specific tesla not reported); however, the clinician did not follow the manufacturer's instructions for use of MRI. The patient was placed under general anesthesia on (B)(6) 2025, in order to reposition the magnet. The implanted device remains.